Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient also had vibration in the shoulder blade. An x-ray noted that the lead had migrated. Proper therapy could not be restored to the patient. A revision was being scheduled.

Manufacturer narrative:
(B) (4).